Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) stent procedure, the patient presented on postop day two (2) with a hyphema characterized as "moderate" and "non-serious" associated with elevated intraocular pressure (iop). Per report, the patient was treated with medication with the event noted as "resolving". The report also noted that the patient is on ongoing anticoagulant therapy. Any omitted information was not available at the time of report.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).